Event description:
The external pulse generator which was originally returned in accordance with field action instructions subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found one side bail cover broken and the battery contacts compressed, all were replaced. (B)(4).